Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous device only case, reported by a consumer who contacted the company to report an adverse event, concerned a chinese male patient of unknown age. Medical history and concomitant medications were not provided. The patient received unspecified insulin via reusable pen humapen ergo ii (unknown body type) subcutaneously for the treatment of diabetes. Generic name, type of insulin, formulation and start date of therapy were not provided. On (B)(6) 2016, the insulin was not injected into his body due to humapen ergo ii failure ((B)(4)/lot unknown), his blood glucose was increased (no values, units or reference ranges were provided) and was hospitalized. As of (B)(6) 2016, she remained hospitalized. Information regarding about further details of hospitalization, corrective treatments, outcome of the events and insulin status were not provided. The user of the humapen ergo ii and his/her training status was not provided. The humapen ergo ii model and reported humapen ergo ii durations of use were not provided. Status of humapen ergo ii was not specified. The reporting consumer did not know if the events were related to insulin or humapen ergo ii. Update 17jun2016: upon review, this case was opened to update the medwatch fields and european and canadian required device reporting elements for regulatory reporting. The (B)(4) was added to the case, and the device paragraph and preliminary comment were updated.

Manufacturer narrative:
New, updated and corrected information is referenced within the update statements. Please refer to update statement dated 05jul2016. No further follow up is planned. Evaluation summary a male patient reported that when using a humapen ergo ii device, insulin would not inject into his body. He experienced increased blood glucose levels. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, which would detect a non-moving injection screw and ensure dose accuracy with high probability. There is no evidence of improper use or storage.

Event description:
(B)(4). This spontaneous device only case, reported by a consumer who contacted the company to report an adverse event, concerned a (B)(6) male patient of unknown age. Medical history and concomitant medications were not provided. The patient received unspecified insulin via reusable pen humapen ergo ii (unknown body type) subcutaneously for the treatment of diabetes. Generic name, type of insulin, formulation and start date of therapy were not provided. On (B)(6) 2016, the insulin was not injected into his body due to humapen ergo ii failure ((B)(4)/lot unknown), his blood glucose was increased (no values, units or reference ranges were provided) and was hospitalized. As of (B)(6) 2016, she remained hospitalized. Information regarding about further details of hospitalization, corrective treatments, outcome of the events and insulin status were not provided. The user of the humapen ergo ii and his/her training status was not provided. The humapen ergo ii model and reported humapen ergo ii durations of use were not provided. The device was not returned. The reporting consumer did not know if the events were related to insulin or humapen ergo ii. Per follow up received on 20-jun-2016, the reporter refused to provide more information; therefore, no follow up would be attempted. Update 17jun2016: upon review, this case was opened to update the medwatch fields and (B)(6) required device reporting elements for regulatory reporting. (B)(4) was added to the case, and the device paragraph and preliminary comment were updated. Update 22-jun-2016: permission to conduct follow-up was declined from the initial reporter on 20-jun-2016. Therefore, no follow up would be attempted. No new adverse event or product information was received. Update 05-jul-2016: additional information received on 05-jul-2016 from the global product complaint database added the device specific safety summary; added the device was not returned; updated the medwatch and (B)(6) required device reporting elements; and updated the narrative. Update 18-jul-2016: information received from the rcp on 13-jun-2016. (B)(4) was confirmed. No adverse event information was received.